Event description:
It was reported that the patient experienced discomfort around the device pocket. The physician elected to explant and replace the implantable cardioverter defibrillator (ICD). The patient condition was stable.